Manufacturer narrative:
The device is not available for evaluation as it was not returned to edwards after it was explanted. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. According to the valve academic research consortium (varc), valve regurgitation can result from a number of factors, including, but not limited to pannus, calcification, support structure deformation (out-of-round configuration), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the root cause cannot be determined; however, it is possible that the fragment of the native valve fluttering with each cardiac cycle may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the implant patient registry (ipr), forty-five days post transcatheter aortic valve replacement (tavr), the sapien valve was explanted. Medical records revealed the patient underwent a transapical placement of a 26mm bovine pericardial bioprostheses. He developed severe aortic insufficiency and was noted to have a fragment of the native leaflet fluttering over the sapien valve. He did not do well and there was a concern of heart failure. As a result of this concern and the piece of fragment of the native valve fluttering with each cardiac cycle, the patient was brought to the operating room for open valve replacement (avr). The thv valve was excised, the native annulus was decalcified pericardial bioprosthetic surgical valve was sutured in place satisfactorily and the patient tolerated the procedure satisfactorily.